Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # va092jh, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a staph infection in their back. Additional information was requested, but was not available as of the date of this report.